Event description:
It was reported that the pump screen was dark/won't turn on. During troubleshooting, the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer applied more force to the button to resolve the issue.